Manufacturer narrative:
Central lumen was kinked approximately 5 mm from the bifurcation. A vacuum was pulled on the iab and held for 5 minutes. A different guidewire was back loaded thru the central lumen, but would not pass the kinked area. Iab passed leak testing. It can not be determined how or when central lumen was compromised. DHR reviewed without findings. Root cause: unknown.

Event description:
The iab was inserted sheathless without difficulty. After a couple of minutes a helium loss occurred with the autocat2 wave. The clinician manipulated and withdrew the iab a bit and the alarm stopped. The alarm then occurred again in the ICU. The cause of the alarms could not be determined. As a result, the iab was removed from the patient. There were no reported patient complications.